Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Device remains implanted.

Event description:
It was reported that the cement hardened quickly than usual in tka. The op was continued.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was not confirmed. Visual inspection and functional testing was completed on the three retained samples of the reported lot. The results were satisfactory and within specification. A bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Chr review confirmed no other similar event for the reported lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time.

Event description:
It was reported that the cement hardened quickly than usual in tka. The op was continued.